Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was inspected and crown overlap to the second node was observed. A pre-implant balloon aortic valvuloplasty (bav) was performed. The valve crossed without incident. During deployment, at 80% deployed, what appeared to be an infold or valve malformation on the left coronary cusp (lcc) was observed. The valve was recaptured. Upon reinspection of the valve, under fluoroscopy, no significant crown overlap or valve malformation could be detected while viewing in 360 degrees. The delivery catheter system (dcs) and valve were withdrawn from the patient. It was decided as a safety measure to request another valve. A new valve was loaded on a new dcs. The second valve was successfully implanted in the patient. After the procedure, the first valve was fully deployed outside of the patient and it was confirmed that no infolding had occurred. It was noted that the patient had a sievers type 1 bicuspid valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.